Manufacturer narrative:
The reported events were dislodgement, failure to capture, p-wave amp variation, low voltage impedance, and under-sensing. Final analysis found a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture, p-wave amp variation, under-sensing, and low voltage impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
Related manufacturing reference number: 2017865-2024-01623. It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right atrial lead exhibited failure to capture, p-wave amplitude variation, undersensing, and varying low voltage impedance. It was noted that the patient was in a car accident where the seat belt was over her device and caused the device to rotate which dislodged the atrial lead. The physician explanted and replaced the lead. The physician also sutured the implantable cardioverter defibrillator down and used a cangaroo pouch. The patient was stable.